Event description:
It was reported that during a roux-en-y-gastric bypass procedure, the surgeon reported that during the closure of the enterotomy, the outermost row of staples in the middle of the cartridge did not form properly. Oversewed the staple line and opened a new device for remaining firings. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? Fully fired and returned with normal opening. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was the instrument fired across or near an existing staple line or clip? Unknown. If any unexpected noises were heard, when were they heard? N/a. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? It is possible that the tissue was too thick for a white reload.